Manufacturer narrative:
Service was dispatched to the site on (B)(4)2012 for this event. The field service engineer (fse) replaced a slightly bent aspirate probe. The substrate probe was also replaced, and the main pipettor was realigned a definitive root cause for this event has not been determined to date.

Manufacturer narrative:
Additional information was provided to the manufacturer which indicated that customer initiated reagent pack sharing was associated with this event. The customer confirmed that an employee had taken the accutni reagent pack off one instrument and put it on the involved instrument prior to generation of the erroneous results. This represents use error as beckman coulter inc. Labeling advises against pack sharing of reagents. Use error is the cause of this event. (B)(6).

Event description:
The customer reported that on (B)(6) 2012 erroneous, elevated and imprecise cardiac troponin (accutni) results were generated from an access 2 immunoassay system for two patients. Beckman coulter inc. Assessment of customer supplied data indicated that for one patient the initial and repeat result (generated from the same and an alternate instrument) were within the risk stratification range, however collectively did not meet the precision claim for the assay .the second patient's initial accutni result was above the normal reference range of the assay. Upon repeat on the same instrument as well as an alternate instrument, the repeat results were lower, recovering within the normal reference range. The results generated on the alternate instrument were regarded as valid and reported outside of the laboratory. There were no reports of death, serious injury or modification to patient treatment associated with this event. The test samples were collected in lithium heparin tubes. The samples were centrifuged in the primary tube prior to testing, and prior to repeat testing. Assay quality control data was passing within the customer's established limits before the event. Beckman coulter inc. Assessment of customer supplied data indicated that a system check performed prior to the event generated results which met specifications. No event log messages were generated in connection with this event. Patient specific information was not provided by the customer. No other assays or patient results were in question in association with this event.